Manufacturer narrative:
Analysis of the condition of the returned uphold vaginal support system device could not confirm the complaint as reported. Visual inspection of the mesh assembly revealed that the blue dilator was broken and the suture and dart were missing, not returned. Functional examination of the suture capturing device revealed that the carrier could extend and retract freely when actuated but was bent and did not deploy to the center slot on the catch. The most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that four similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle detached outside the patient's body while pulling the suture through the tissue on the first leg implanted. The procedure was completed with another uphold vaginal support system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem of needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle detached outside the patient's body while pulling the suture through the tissue on the first leg implanted. The procedure was completed with another uphold vaginal support system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.